Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that an increase in pacing lead impedance was observed during follow-up. It was noted that trends showed a gradual increase over time. Fluoroscopy revealed the lead twisted in the pocket. The lead was explanted and replaced. There were no adverse consequences for the patient.